Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record (DHR) review was performed for part # 03.632.072, synthes lot number: 6573882, supplier lot number: n/a: release to warehouse date: 06-may-2011, expiration date: n/a, manufactured by synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that instruments were found damaged preoperatively while a nurse was setting up for a spinal degenerative lumbar posterior fusion; levels l2-l5. A t25 stardrive shaft f/matrix standard was slightly stripped at the distal end and so was the t25 stardrive shaft f/matrix long as well. No patient was affected by these instruments. Damage to these instruments are potentially due to simple wear and tear. There was no patient involvement reported. This report is for one (1) t25 stardrive shaft f/matrix long. This is report 2 of 2 for complaint com-(B)(4).

Manufacturer narrative:
A product investigation was performed. The returned drivers were examined and the complaint condition was able to be confirmed in each instance as the driver tips were found to be broken and missing the distal 1.5mm of each lobe. No definitive root cause was able to be determined; the failure mode is consistent with the driver not being fully seated in the screws drive recess and/or the application of excessive force. The compliant condition was unable to be replicated due to post-manufacturing damage. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The t25 stardrive shafts for matrix standard and long (03.632.002 and 03.632.072) are two of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient. Relevant drawings for the returned instruments were reviewed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No dimensional analysis was able to be completed due to post-manufacturing damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.